Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd vacutainer¿ flashback blood collection needles, before use. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: summary - two (2) customer samples and one (1) photo were received for evaluation. The customer samples were evaluated for the presence of foreign matter. Upon visual inspection, embedded, brown fiber-like foreign matter was observed within the flashback window. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Conclusion - based on the investigation, the customer¿s indicated failure mode for foreign matter in the flashback window was observed by bd pas during evaluation. Root cause - based on the investigation, the root cause / potential root cause for the foreign matter in the flashback window was determined to be loose foreign matter contamination of the raw resin material during the material loading process. Rationale - based on an assessment of severity and frequency, it was determined that no corrective action is required at this time. However, corrections are being implemented at the manufacturing site.